Event description:
On (B)(6) 2015, the patient underwent an endovascular procedure using a gore® excluder® aaa endoprosthesis featuring c3® delivery system to repair bilateral internal iliac artery aneurysms. The both internal iliac arteries were coil embolized prior to the device implant. It was reported that the patient's proximal neck was tortuous (exact number of the angle unknown), and therefore it had been determined prior to the procedure that the trunk-ipsilateral leg component (rlt231218j/13667262) would be deployed just distal to the renal arteries. The device was inserted from the right side and advanced with no reported issues. Its proximal end was deployed, being placed just above the intended position. The physician utilized the constraining system and then repositioned the device to its intended position successfully. After cannulation to the contralateral gate, an angiography was performed, showing patency of the both renal arteries. The physician then fixed the position of the device and ballooned the proximal end. After deployment of all the other devices and touch-up ballooning to all the devices, final angiography revealed that there was no blood flow to the left renal artery because the artery was covered by the proximal end of the trunk-ipsilateral leg component. The cause of the coverage is unknown; however, the physician indicated that, as the device was deployed just below the renal arteries, the device might have slightly moved proximally during touch-up ballooning and then covered the artery. The physician attempted to save the artery without success due to cannulation difficulty to the artery. As it was confirmed that the right renal artery was fully patent, and that the patient excreted urine, the physician elected to monitor the patient. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
(B)(4)